Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and performed functional tests before the compressor unit was returned to service. The conclusion in this matter is that the standby valve was defective, but the root cause of the faulty behavior has not been determined.

Event description:
It was reported that the compressor shuts off every two minutes. There was no patient involvement. (B)(4).